Event description:
A report was received that the pt was being overstimulated and reprogramming was not able to regain coverage. The physician recommended that the pt have a lead revision, as well as pocket revision for pt comfort.